Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 04/09/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the tal palindrome was noted to have brittling and breaking of the ultem adapter. This led to poor fit of the catheter to hd tube sets and even some leaking of the connection. Catheter was inserted (B) (6) 2008 and needed to be removed (B) (6) 2009 and replaced.